Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/ pain') in an adult female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst and fibroids. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved, the depression and anxiety outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury. Essure confirmation test :- she did not underwent essure confirmation test. Discrepancy noted in removal date- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/ pain') in an adult female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst and fibroids. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved, the depression and anxiety outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury. Essure confirmation test :- she did not underwent essure confirmation test. Discrepancy noted in removal date- (B)(6) 2018, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs&mr received reporter information, lot no was added. New event vaginal bleeding, anxiety and event updated psycho injury event updated in depression. Event severity and outcome added. Medical history and concomitant drugs were added. Follow up process together 3rd, 4th, 5th. On (B)(6) 2019: pfs&mr received:- no new significant information was added.follow up process together 3rd, 4th, 5th. On (B)(6) 2019: pfs&mr received:- no new significant information was added. Follow up process together 3rd, 4th, 5th. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/ pain') in an adult female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst and fibroids. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury. Essure confirmation test :- she did not underwent essure confirmation test. Discrepancy noted in removal date- (B)(6) 2018, (B)(6) 2018 patient was treated for pelvic pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received:event post removal complications was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), psych injury added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.